Event description:
It was reported that the patient experienced fluid loss in the cuff with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the replacement surgery. The patient did not experience any further complications after the procedure. No more information available at the moment. Should additional information become available, it will be provided.